Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and heart rate "dropped into the 30s and 40s". The right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) and rv lead remains in use. No further patient complications have been reported as a result of this event.